Event description:
Patient reported the adhesive pad did not stay attached on 2 v-go's. Patient did not provide specific dates for the 2 events prior to the 1st v-go applied today. Patient stated he discarded v-gos worn prior to today.